Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter does not turn on. One week later, this medical surveillance specialist contacted the pt to clarify information obtained during the initial phone call. The pt tests her blood glucose 4 times per day and manages her diabetes with levimir insulin - self adjuster. Her blood glucose usually averages at "250 mg/dl" prior to the hospital visit. The power issue began in the day of event around noontime. The pt claimed she was not able to obtain her usual blood glucose after the power issue began. In the next day, the pt reportedly was feeling dizzy and sick. She could not eat, and was excessively thirsty. Her husband drove her to the emergency room where she initially tested at "351 mg/dl" on the hospital meter. The pt was not admitted into the hospital, but was kept under observation for 3 hours while she was treated with IV fluid. After the hospital visit, the pt's doctor added novolog insulin regimen. The pt felt that had she been able to obtain her evening readings after the product issue began, she would have adjusted her levimir insulin accordingly and may have been able prevent the emergency room visit. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed, and the test strip inserted into the meter. This complaint is being reported because the pt claimed she had symptoms that can be associated with hyperglycemia and received medical treatment at the hospital after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.